Event description:
The patient reported that she experienced blood glucose (bg) of 24 mmol/l with nausea and shortness of breath. The patient reported that she has corrected for her elevated bg via syringe. The patient reported that the previous night the pump had a low battery and she changed the battery at that time. When she awoke the next morning the pump was without power. The patient stated that she did not expose the pump to moisture and there was no corrosion in the battery compartment. The patient reinserted the battery and the pump beeped but the screen stayed blank. The patient did not have a new battery to reboot the pump. Customer support advised the patient that there was no product defect found and that the patient could resume insulin pump therapy with a new battery. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.